Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was stuck and would not open. A field service engineer forced open the half height matrix drawer 2.1 via manual release and found a medication vial wedged, causing the drawer to fail to open. The slide rail ball bearings had become misaligned, which was corrected by using a metal drill bit and repeatedly opening and closing the drawer for it to catch properly. The pharmacy technician recovered the failed drawer successfully, and the drawer now opens and closes with ease. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer was stuck and did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.